Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered multiple air detected in cassette messages during fill 1 of 4. Patient was advised by technical services to set up again with new supplies. When patient went to pull the cassette out of the machine, fluid was found inside the cycler on the black pumps and on the lower part of the cycler. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The patient sensor calibration check passed. A three hour accelerated stress test (3 hour ast) was performed and passed. There were no fluid leaks in the test cassette compartment during the treatment test. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. Device history record review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed (10/21/2020) .upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered multiple air detected in cassette messages during fill 1 of 4. Patient was advised by technical services to set up again with new supplies. When patient went to pull the cassette out of the machine, fluid was found inside the cycler on the black pumps and on the lower part of the cycler. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.